Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival he replaced compressor scroll and as a precautionary service he replace none fitted IV pole with the OEM IV pole per the departments request. Verification done and ran all the tests in accordance to the manufacturer's specifications. All tests are within range. The failure analysis and testing department received the following part associated with this complaint:pn: 0119-00-0236, sn: (B)(6) compressor scroll.this part was received with a reported unit failure message of malfunctioning, run on and off (heating).performed visual inspection of this part received and part looks to be in good condition.installed compressor scroll into the cardiosave test fixture sn ca204340l1 and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r.the failure analysis and testing department observed loud noise coming out from compressor when unit starts up for pumping. However, there was no other activity occurred during test.also, after pumped the unit for few hours, the fat dept. Could not see heating message on screen.retaining compressor scroll in the fat dept. Per procedure (B)(4). "The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while using the cardiosave intra-aortic balloon pump (iabp) the balloon was not inflating. There was no patient harm reported.

Event description:
It was reported that before use,, the cardiosave intra-aortic balloon pump (iabp) the balloon was not inflating. There was no patient involvement.